Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024 it was reported by a sales representative via sems-(B)(4) that an ar-9597-10 angled reamer sleeve was cold welded together with an ar-9676 angled reamer drive shaft. The case was completed with no further information provided. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/17/2024: the case was completed by opening a backup set of instruments. No adverse effects on the patient. There was a case delay of five minutes.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9676 batch 022406, was received for investigation stuck inside the shaft of mating part, ar-9597-10. Visual evaluation noted that the shoulder of the ar-9676 is sitting flush against the sleeve of its mating part. Functional testing was not possible due to the condition of the devices. The most likely cause is attributed to misuse due to interference with the mating instrument.